Event description:
On (B)(6) 2014, pt was admitted for an endovascular coil embolization of unruptured right carotid cave aneurysm utilizing a partially deployed / reconstrained (B)(4). Completion of angiography revealed aneurysm obliteration and no distal right mca / aca vessel abnormalities. Pt emerged from general anesthesia neurologically intact and remained intact until discharge on (B)(6) 2014. Pt returned to the emergency dept on (B)(6) 2014, unresponsive and head CT showed a large intraparenchymal and intraventricular hemorrhage on the right side. Emergent craniotomy was performed. Pt expired on (B)(6) 2014.